Manufacturer narrative:
It was reported that the clip on the strap that holds the controller in place in the patient pack was damaged. The patient pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the patient pack met all requirements for release. The reported event could not be confirmed as the device was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged clips can be attributed, inadequate stitching and/ or to wear due to the handling of the pack. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that the clip on the patient pack strap broke during ventricular assist device (vad) implantation. The site made a temporary repair to strap which held the bag securely in place. No patient complications have been reported as a result of this event. No further information has been provided.